Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code, cause not established, will be used. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to difficulties charging the implantable pulse generator (ipg). Although the cause is not confirmed, a possible change in the patients weight might be contributory, as the battery appeared deeper, suggesting the patient had gained weight, while the pocket was made more superficial. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported satisfaction with the therapy received.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to difficulties charging the implantable pulse generator (ipg). Although the cause is not confirmed, a possible change in the patients weight might be contributory, as the battery appeared deeper, suggesting the patient had gained weight, while the pocket was made more superficial. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. Electrocautery was used. The ipg was discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported satisfaction with the therapy received.